Manufacturer narrative:
On 1/8/2021, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30405366m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure on which a decanav electrophysiology catheter was used for mapping and suffered cardiac perforation. During the procedure, a perforation of the left ventricle (lv) was discovered on the 3d imaging while mapping. It is unknown if medical/surgical intervention or extended hospitalization was required. The patient was reported in stable condition and was transferred to the intensive care unit (ICU). Physician causality opinion was not provided. No ablation catheter was inserted into the patient¿s body. No ablation was ever done. No product deficiencies were reported.